Event description:
The patient was undergoing a laparoscopic hysterectomy. The unit for the morcellator shut down and had to be changed. Then the gearshaft in the handpiece overheated and had to be replaced. During the procedure, the morcellator was sluggish. The surgeon was unable to complete the surgery using the morcellator, and had to use an alternative method which prolonged the case an hour and a half. It was noted that the caps and seals do not fit snugly on any of the handpieces. Additional follow-up reveals: follow-up with the manufacturer found a wrong display on the faceplate when they first turned on the unit (instead of flashing eo2, it showed 1000). Also there was no power to the motor control board. There was a blown fuse at f001 location on the motor control board. The fuse was replaced, and the unit worked.